Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The age of the patient is unknown. However, the event occurred at a pediatric facility which reasonably suggests a pediatric patient was involved. Therefore the event is being reported on a 30 day timeline. (B)(4).

Event description:
It was reported that the right atrial (ra) lead experienced sensing issues. When reprogrammed to the minimal programmable sensitivity value, the lead showed permanent under sensing. When programmed to unipolar sensing, there was provokable over sensing due to muscle activity. The lead also experienced rising pacing thresholds, low impedance and possible insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.